Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results - results pending completion of evaluation. Conclusions- conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, looks like bumps raised on outside of the oxygenator. No consequences or impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 14, 2017. Visual inspection was performed on the sample upon receipt, during which small clots were visible. The remaining clots on the surface of the oxygenator bundle were captured and sent to an outside laboratory to be analyzed. Upon evaluation of the blood clots form the returned sample, it was found that there were unidentified foreign particles among the red and white blood cells that were formed into clots. The analysis was not able to identify the makeup of the foreign particles; however, due to the process of disassembling the oxygenator unit, and collecting the clot samples, it is likely that the foreign particles are pieces of debris from the unit itself. No other anomalies were noted within the clots; therefore, the formation of the clots during the event were likely due to a technique or physiological issue with the patient. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.